Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 23/jan/2012, 22/jan/2019, and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, underweight, broken shell and others and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified, sharp broken (unidentified (tear) opening) and stress marks, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken due to surgical impact the event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule and rupture these are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area." Patient additionally reported a right side rupture. Device has been explanted.